Event description:
Healthcare professional reported right side diagnosed "grade iii contracture and a palpable seroma", "visible irregularity". Additionally reported "presenting peripheral pleats and folds", "laminar hypoechoic collection" and "undulations/bends". "Hypoechoic nodule" and "small hyperintense cystic formations"- not device related . Device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late, capsular contracture, baker grade iii" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade iii contracture, palpable seroma, visible irregularity.

Event description:
Device has been explanted and replaced with non-allergan device.